Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump touch screen was unresponsive. In addition, it was reported that an unexpected reset occurred. Customer¿s blood glucose level ranged from 85-87 mg/dl. Reportedly, the customer reloaded the cartridge onto the pump and resumed insulin delivery.